Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving clonidine, morphine, and a "numbing medication" via an implanted pump. The reporter did not know the concentrations or doses or the name of the third medication. The indication for pump use was chronic low back pain and non-malignant pain. On (B)(6) 2016 the patient reported that she had been in pain all month long. The pain had come on gradually. On (B)(6) 2016, there was a pump volume discrepancy. Per the patient, the expected volume was ":most empty." The actual volume removed was "20 some ml." The patient stated "the discrepancies are never the same, but it is off big time." The patient was told by her hcp (healthcare provider) to call the manufacturer because the hcp was attributing the volume discrepancies to the ptm. Additional information was received from an hcp on (B)(6) 2016 and it was reported that the cause of the patient's pain and volume discrepancy were not determined. The patient was told to contact the manufacturer's representative.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.